Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that a transtelephonic follow-up observed no magnet response. The patient came into the clinic and the device could not be interrogated and there was no response to magnet appli- cation.